Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). No changes or interventions were performed; the physician elected to monitor the ICD. There were no patient consequences.